Event description:
It was reported that the pt was experiencing discomfort and it was discovered that they had received the incorrect trach tube size. They received a size 8dct instead of a 6dct. The involved device has not been returned to the MFR as of the date of this report. The manufacturer's eval is recorded in section h.6.

Event description:
It was reported that the pt was experiencing discomfort and it was discovered that they had received the incorrect trach tube size. They received a size 8dct instead of a 6dct. The involved device has not been returned to the manufacturer as of the date on this report.